Manufacturer narrative:
Additional narrative manufacturer from the first medical device report 3008500478-2015-00054. The lot number was provided. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Additional information, the compliant trend was assessed and found to be in control.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the customer. Therefore, product evaluation was not performed. The reported clinical observation was unable to be confirmed. There was no allegation that a product malfunction contributed to the event. Manufacturing records were not able to be reviewed as the lot number was not provided. Based on the information received, operational context may have contributed to this event. The instructions for use (IFU) and the training module were reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following warnings and instruction: ¿the clamp-lock device or suture loop/box clamp must be locked and against the cannula/introducer hemostasis valve to prevent movement of the intra-aortic occlusion device towards the aortic valve. Use the locking devices on their intended areas only (extended strain relief for the clamp-lock and 9 fr catheter shaft for the suture loop/box clamp) use otherwise may result in migration of the device towards the aortic valve. Ensure that the aortic root vent is closed prior to infusion of cardioplegia solution. Ensure that the aortic root pressure during cardioplegia delivery is less than the systemic arterial pressure or distal balloon migration may occur. If the 9 fr section of the catheter is outside of the arterial cannula or introducer sheath, the suture loop/box clamp should be used. To use the suture loop/ box clamp, identify area of where suture loop/box clamp is to be placed (ideal location should be just proximal to the hemostasis valve cap and on 9 fr portion of the catheter only). Note: careful monitoring of the ECG will determine whether cardioplegia delivery is effective. Early return of cardiac activity suggests inadequate initial cardioplegia, inadequate aortic occlusion, or inadequate venous drainage. If initial delivery of cardioplegia is ineffective, balloon integrity and position should be confirmed with tee and/or fluoroscopy.¿ the training module also provides guidance on troubleshooting techniques for balloon migration. In-service training was conducted with the surgeon and the operative staff to promote safe and effective use of this product. No further action is required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that after placement of an intra-aortic occlusion device, it was noticed the arterial line pressure was too high. The perfusionist could not initiate bypass. There was an assumption that a kink lead to the high arterial pressure. It was reported the nurse prepared the device according to the instructions for use and flushed all lumens. A guidewire was used for device placement. The device was exchanged for another one. The second device was inserted and the balloon was inflated. The root pressure went down to zero and cardioplegia was given. They had an arrest but noticed the balloon moved and the root pressure went to 104 mmhg and the arterial line pressure went to 40 mmhg. The or staff reported there was no issue with the second device. The physician elected on not troubleshooting and not readjusting the device. The procedure was converted to a full sternotomy with a crossclamp. It was reported the patient was doing well post-operatively. The or personnel reported that the patient had a very challenging anatomy.